Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 359.219; lot: l377373; manufacturing site: hägendorf; release to warehouse date: april 11, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation site: cq zuchwil / pd eval / material&testing / sterility assurance selected flow: 4. Damage: visual (appearance not as expected). Visual inspection: the inserter for titanium elastic nails (ten) was returned with the reported condition of residues behind the cover of the chuck cone. The instrument was received in assembled condition and was disassembled at the internal ¿material science and testing¿ laboratory to perform detailed investigation. Disassembly of the part was only possible by applying high forces, although the chuck had been opened before by the customer. The visual inspection confirmed some residues on the thread. Document / specification review: the present inserter f/ten was manufactured in april 2017 according to drawing. Dimensional inspection : not required per selected investigation flow. Summary : the review of the production history revealed that this inserter f/ten was manufactured in april 2017 according to the specifications. The parts conformed to visual and dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. In addition, this instrument is function checked per 100% before it leaves the manufacturing facility. The non-manufacturing investigation by sustaining engineering concludes that the customer forcefully loosened and removed the outer cone of the chuck. By design - the manufacture of the device does not intend that the customer performs a disassembly of the device. The cone of the chuck is additionally fixed with a glue (loctite 272), which is applied to the fine pitch thread preventing disassembling. In order to investigate the residues, the inserter f/ten was disassembled, which could only be performed by applying high forces. Based on the investigation results, the residues on the returned inserter is likely to be loctite 272, used in assembly of these parts, with minor amounts of elements it may have taken up during clinical use and reprocessing as well as some particles that were identified as deriving from the instrument steel. Statement conc. Clinical cleanability: the article has complex designed feature for cleaning, but all features can be cleaned without disassembling. All designed features were possible to validate by equivalent below referenced worst cases in decision finding protocols. In validation, by equivalent and laboratory validation, one design-feature can be used to describe all challenges in reprocessing for surfaces which are not inspectable visually. This design-feature ¿mated surface¿ (covered as well by designed feature as rotation articulating surface and spring), was tested successfully at worst-case devices in the reference cleaning validation reports manual, ultrasonic and mechanical by achievement of the requirement in standards aami tir 30 and iso 15883 -1, -2, -5. Iso 15883 is the recommended standard in our general instructions for use for our customers in the netherlands. Therefore, it can be considered that designed feature represented can be cleaned within the acceptance criteria out of aami tir 30 (protein level below 6.4 ¿g/cm2 surface of medical devices). A potential risk for infectious residues is mitigated by following the standard care and maintenance instructions according to depuy synthes titanium elastic nail system surgical technique and additional reprocessing steps, such as disinfection and sterilization in important information. To keep the risk on the described level for this customer, a short-term solution is to include a recommendation to the customer to follow our IFU and to use applicable country-requirement / guidelines. After having reviewed the complaint analysis and with respect to product risk management process, the following evaluation has been made: both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, during cleaning and sterilizing, the residuals of the inserter for titanium elastic nails seem to remain behind. The inserter must be completely disassembled for proper cleaning. This is a lot of extra work for the sterilization department. There was no procedure or patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).